Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported the patient¿s internal neurostimulator (ins) would not turn on with either the programmer or recharger. It was noted the ins held a charge, but would not turn on. It was further noted troubleshooting was not possible due to the patient not have either external device at work. It was reported an overdischarge was suspected. It was noted the last time stimulation was felt was over a year prior to the call. It was reported stimulation had been off for over 1.5 years. It was noted the last successful recharge was over a year prior to the call. It was reported the ins did not turn on at last recharge session. It was later reported that the device no longer worked due to ¿battery failure.¿ see report # 3004209178-2014-12388 for another allegation concerning this device and patient.